Event description:
The technician was adjusting the camera on the pole in order to perform a electroencephalogram on a patient. The pole broke at the base and hit the technician on the head. The technician was not seriously injured and did not need any medical attention. The technician was able to get another cart and perform the study.